Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported problem by review of the error logs, but was unable to reproduce the error. The fse inspected the analyzer and found the wash syringe was loose and the s100 pip board sensor was dirty. The fse replaced the the wash syringe and cleaned the s100 pip board sensor. The fse validated the analyzer by running quality control (qc) with results within acceptable range and no error recurring. The aia-900 analyzer is operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were two (2) similar complaints identified during the searched period, which includes this event. The aia-900 operator's manual under section 12: flags and error messages states the following: [4253] wash-syr home overrun cause: the home sensor s100, which is not supposed to be activated after the wash syringe moves, was activated. A wu flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s100 and also check to see the cause of slipping, and so on, that occurs when pm100 moves to the limit side. The most probable cause of the reported event was due to debris on the s100 pip board sensor and failure of the wash syringe.

Event description:
A customer reported 4253 wash syringe home overrun error on the aia-900 analyzer. The customer stated the error occurred the previous day, went away following a wash prime, but then returned. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.